Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml exactamix eva tpn bags had leaked from the top edge after being compounded with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One actual sample was returned and an evaluation is complete. Functional leak testing was performed by filling the bag with water and a leak was noted at the top left weld of the bag. Visual inspection was performed and noted the top seam was not sealed. The reported issue was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.